Event description:
A surgeon reported a defective intraocular lens (iol). The iol was returned stuck in the cartridge of the delivery system. Follow-up confirmed this to be a problem with the cartridge, not the lens. There was no patient impact/injury associated with this event.